Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that infection was noted. The patient had procedure for fecal incontinence (B)(6) 2014 but it was not clear if the patient had an implant or a trial. The patient had wound culture done on (B)(6), but results were unknown and the caller didn't know how infection resolved. The caller thought it was resolved through treatment, but this was not known for sure. The caller was asking on behalf of a doctor to contact interstim representative to bring product for combined stage 1 and stage 2 procedure. The caller was trying to schedule this procedure and needed to get a hold of a representative to make sure product is there for procedure. If additional information is received, a follow up report will be sent.